Event description:
It was reported that the patient experienced intermittent stimulation and symptom control. The patient leaves the implantable neurostimulator (ins) on all the time, but the symptom control only worked for a short period of time, then symptoms returned. The patient also reported she experienced pain at the implant site if the stimulation was turned up too high. The patient was reprogrammed "a couple of times" both by a company representative and her physician. The last reprogramming took place last year. The patient had contacted her physician again and was waiting to hear back. It was noted that the patient previously had a trial system, but the trial only lasted for one day. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 3889-28, lot#: v564115, implanted: (B)(6) 2010, explanted: na; product type: lead, product ID: 3037, serial# (B)(4); product type: programmer, patient. (B)(4).